Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a urinary tract infection issue when using the purewick female external catheter at a rehab facility, and there was no product allegation. The representative stated that it might be due to the nursing staff did not change the wicks properly or might be, it was not at all related to the purewick. Also said that the patient was no longer using the purewick since the customer was not able to monitor the situation. Per additional information received on 18sep2021, it was reported that there was no indication that the patient was reusing the wicks, only the assumption by the representative that the wicks were not being changed as recommended. Ultimately, they did not know the cause of the urinary tract infection, but the patient was using the purewick at the same time when the patient experienced a urinary tract infection. Per follow up via phone on 07jan2022, customer was not sure if the purewick system caused urinary tract infection in rehab care but customer was home now and not using purewick system due to the history of urinary tract infection. Purewick system used in rehab belonged to customer. Customer was treated with antibiotics and did not know the name of the drug used.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection -materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a urinary tract infection issue when using the purewick female external catheter at a rehab facility, and there was no product allegation. The representative stated that it might be due to the nursing staff did not change the wicks properly or might be, it was not at all related to the purewick. Also said that the patient was no longer using the purewick since the customer was not able to monitor the situation. Per additional information received on 18sep2021, it was reported that there was no indication that the patient was reusing the wicks, only the assumption by the representative that the wicks were not being changed as recommended. Ultimately, they did not know the cause of the urinary tract infection, but the patient was using the purewick at the same time when the patient experienced a urinary tract infection. It was unknown if the device contributed to the urinary tract infection at this time, and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection -materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a urinary tract infection issue when using the purewick female external catheter at a rehab facility, and there was no product allegation. The representative stated that it might be due to the nursing staff did not change the wicks properly or might be, it was not at all related to the purewick. Also said that the patient was no longer using the purewick since the customer was not able to monitor the situation. Per additional information received on 18sep2021, it was reported that there was no indication that the patient was reusing the wicks, only the assumption by the representative that the wicks were not being changed as recommended. Ultimately, they did not know the cause of the urinary tract infection, but the patient was using the purewick at the same time when the patient experienced a urinary tract infection. Per follow up via phone on (B)(6) 2022, customer was not sure if the purewick system caused urinary tract infection in rehab care but customer was home now and not using purewick system due to the history of urinary tract infection. Purewick system used in rehab belonged to customer. Customer was treated with antibiotics and did not know the name of the drug used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a urinary tract infection issue when using the purewick female external catheter at a rehab facility, and there was no product allegation. The representative stated that it might be due to the nursing staff did not change the wicks properly or might be, it was not at all related to the purewick. Also said that the patient was no longer using the purewick since the customer was not able to monitor the situation. Per additional information received on 18sep2021, it was reported that there was no indication that the patient was reusing the wicks, only the assumption by the representative that the wicks were not being changed as recommended. Ultimately, they did not know the cause of the urinary tract infection, but the patient was using the purewick at the same time when the patient experienced a urinary tract infection. It was unknown if the device contributed to the urinary tract infection at this time, and medical intervention was unknown.